Event description:
A 9 yo f hx of acute appendicitis managed nonoperatively for concurrent entero/ rhinovirus in (B)(6) 2022. Interval laparoscopic appendectomy was performed on (B)(6) 2022. Pt readmitted with an infected hematoma in rlq on (B)(6) 2022 requiring ir drainage. The drain was removed and pt was discharged on (B)(6) 2022. FDA safety report ID# (B)(4).